Manufacturer narrative:
Upon receipt, the lead was found dissected. All parts of the lead were received. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. No insulation damages were found. The lead fragment proved to flawless throughout its inspection. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 24 months, rising shock impedance values were reported. No adverse patient side effects have been reported.